Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 19 occurred. The customer's blood glucose level was high; however, the exact value was not provided. It was noted that the customer would administer a manual injection as well as contact their healthcare provider for short acting insulin.